Event description:
The plan was to wean the no off the patient. They weaned to 0.5 ppm. The no analyzer read less than zero. They initiated a low cal that failed, and the vent became inoperable. They removed the no from the pt. They increased the fio2 by 8%.